Event description:
It was reported that the patient had received some shocks. Upon interrogation of the device, it was found in backup vvi mode. The physician has opted to leave the device parameters in backup vvi mode and the device will be removed since the patient no longer needs the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.